Event description:
A customer reported a cartridge alarm and error code indicating that their pump was not recognizing the cartridge, which caused the pump to intermittently stop working for varying durations. Despite experiencing these technical issues, there was no adverse impact to the customer's blood glucose level. The customer decided against immediate technical support intervention and mentioned they would contact the support team at a more convenient time. No additional corrective actions were reported.